Event description:
The customer's blood glucose was unknown. It was reported that the customer received a button error alarm. The customer stated that they could not clear the alarm as there was no response from the buttons. Advised that the insulin pump would be replaced. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.